Event description:
A (B)(6) male seen in the ed for difficulty breathing. Patient's condition deteriorated while in the ed and pt was placed on a ventilator. Pt's oxygen saturation and blood pressure continued to decrease and pt turned cyanotic. Patient was removed from the ventilator and a code 4 was called. Resuscitative measures were taken but the pt did not survive. Company representative conducted onsite evaluation and revealed no problems with the equipment.